Manufacturer narrative:
Follow-up received on 19-may-2016: case was considered potential legal. It was reported via social media that another (as reported) told the consumer she was suffering from the "period from hell" and prescribed her hormonal birth control pills. Doctors gave her forms about things that cause pelvic pain (conditions like sexually transmitted diseases, fibromyalgia, and endometriosis). Nothing pointed to essure. It was also informed that their findings did not show anything wrong. A photo was posted in which it was written e-free (B)(6) 2015. She was another essure victim who needed to have her device surgically removed. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy and the device was removed. This event is listed in essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Product technical complaint investigation and final assessment were received on 04-mar-2016: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy after essure (fallopian tube occlusion insert) insertion. This event is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned she felt miserable and had a hysterectomy; however the medical reason for this surgery was not provided. Although case lacks information for a comprehensive causality assessment, it cannot be excluded that the reported hysterectomy occurred as a consequence of essure. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 27-jan-2016 who had essure (fallopian tube occlusion insert) implanted on unspecified date. She felt miserable and had hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy after essure (fallopian tube occlusion insert) insertion. This event is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned she felt miserable and had a hysterectomy; however the medical reason for this surgery was not provided. Although case lacks information for a comprehensive causality assessment, it cannot be excluded that the reported hysterectomy occurred as a consequence of essure. Therefore, this case was regarded as incident. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/slight perforation of right tube"), device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), genital haemorrhage ("abnormal bleeding/bleeding") and ovarian cyst ("large ovarian cyst") in a 36-year-old female patient who had essure (batch no. C03098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, unspecified, intestinal disaccharidase deficiencies and disaccharide malabsorption, gravida, neck pain and grand multiparity (she has had 5 children). On (B)(6) 2015 patient underwent fluoroscopic hysterosalpingogram. Findings: there are essure coils in the fallopian tubes bilaterally. Concurrent conditions included muscle spasms. Concomitant products included salbutamol sulfate (proventil hfa). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/uterine"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 9 months 23 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), feeling abnormal ("felt miserable"), menstrual disorder ("period from hell"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dizziness ("dizziness"), depression ("depression"), adnexa uteri pain ("ovarian pain"), fallopian tube spasm ("fallopian tube spasms") and tenderness ("tenderness"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and left ovarian cystectomy on (B)(6) 2016). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, ovarian cyst, feeling abnormal, menstrual disorder, hypersensitivity, nausea, fatigue, dizziness, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, fallopian tube spasm and tenderness outcome was unknown and the headache, abdominal pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, tenderness and vaginal haemorrhage to be related to essure. The reporter commented: she felt miserable and had hysterectomy. The essure was visible in the fallopian tube ostia with 3 rings noted. The essure was visible in the fallopian tube ostia with 4. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: headaches. Quality-safety evaluation of ptc: .unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/slight perforation of right tube'), device dislocation ('migration of implant'), device breakage ('fracturing of the implant') and ovarian cyst ('large ovarian cyst') in a 36-year-old female patient who had essure (batch no. C03098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, unspecified, intestinal disaccharidase deficiencies and disaccharide malabsorption, gravida, neck pain, grand multiparity (she has had 5 children) and miscarriage. On (B)(6) 2015 patient underwent fluoroscopic hysterosalpingogram. Findings: there are essure coils in the fallopian tubes bilaterally. Previously administered products included for contraception: ortho cyclen from 2006 to (B)(6) 2015 and oral contraceptive from 2006 to (B)(6) 2015; for an unreported indication: zyretec from 2009 to (B)(6) 2020, kenalog cream from 2009 to (B)(6) 2020, proventil from 1991 to (B)(6) 2020, motrin and flonase. Concurrent conditions included muscle spasms. Concomitant products included salbutamol sulfate (proventil hfa). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/uterine") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 9 months 23 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/bleeding"), ovarian cyst (seriousness criterion medically significant), feeling abnormal ("felt miserable"), menstrual disorder ("period from hell"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dizziness ("dizziness"), depression ("depression"), adnexa uteri pain ("ovarian pain"), fallopian tube spasm ("fallopian tube spasms") and tenderness ("tenderness"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and left ovarian cystectomy on (B)(6) 2016). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, ovarian cyst, feeling abnormal, menstrual disorder, hypersensitivity, nausea, dizziness, depression, dyspareunia, migraine, fallopian tube spasm and tenderness outcome was unknown and the fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, abdominal pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, tenderness and vaginal haemorrhage to be related to essure. The reporter commented: she felt miserable and had hysterectomy. The essure was visible in the fallopian tube ostia with 3 rings noted. The essure was visible in the fallopian tube ostia with 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: information received via social media. Outcome of events fatigue, cramping, bleeding, headache, pain provided. On 30-mar-2020: information received via plaintiff fact sheet: medical history updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/slight perforation of right tube'), device dislocation ('migration of implant'), device breakage ('fracturing of the implant') and ovarian cyst ('large ovarian cyst') in a 36-year-old female patient who had essure (batch no. C03098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, unspecified, intestinal disaccharidase deficiencies and disaccharide malabsorption, gravida, neck pain, grand multiparity (she has had 5 children) and miscarriage. On (B)(6) 2015 patient underwent fluoroscopic hysterosalpingogram. Findings: there are essure coils in the fallopian tubes bilaterally. Previously administered products included for contraception: ortho cyclen from 2006 to (B)(6) 2015 and oral contraceptive from 2006 to (B)(6) 2015; for an unreported indication: zyretec from 2009 to (B)(6) 2020, kenalog cream from 2009 to (B)(6) 2020, proventil from 1991 to (B)(6) 2020, motrin and flonase. Concurrent conditions included muscle spasms. Concomitant products included salbutamol sulfate (proventil hfa). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/uterine") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 9 months 23 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/bleeding"), ovarian cyst (seriousness criterion medically significant), feeling abnormal ("felt miserable"), menstrual disorder ("period from hell"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dizziness ("dizziness"), depression ("depression"), adnexa uteri pain ("ovarian pain"), fallopian tube spasm ("fallopian tube spasms") and tenderness ("tenderness"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and left ovarian cystectomy on (B)(6) 2016). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, ovarian cyst, feeling abnormal, menstrual disorder, hypersensitivity, nausea, dizziness, depression, dyspareunia, migraine, fallopian tube spasm and tenderness outcome was unknown and the fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, abdominal pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, tenderness and vaginal haemorrhage to be related to essure. The reporter commented: she felt miserable and had hysterectomy. The essure was visible in the fallopian tube ostia with 3 rings noted. The essure was visible in the fallopian tube ostia with 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of product technical problem. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("felt miserable"), menstrual disorder ("period from hell"), hypersensitivity ("allergic reaction"), nausea ("nausea"), fatigue ("fatigue"), dizziness ("dizziness") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, genital haemorrhage, feeling abnormal, menstrual disorder, hypersensitivity, nausea, fatigue, dizziness and depression outcome was unknown. The reporter considered depression, device breakage, device dislocation, dizziness, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menstrual disorder, nausea and uterine perforation to be related to essure. The reporter commented-she felt miserable and had hysterectomy. Quality-safety evaluation of ptc: final assessment:for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment:based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: follow up from summons-event fracturing of the implant, allergic reaction, nausea, migration of implant, perforation, fatigue, abnormal bleeding ,dizziness, depression was added and pelvic pain considered as symptom of uterine perforation and essure start date added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/slight perforation of right tube"), device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), genital haemorrhage ("abnormal bleeding/bleeding") and ovarian cyst ("large ovarian cyst") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included salbutamol sulfate (proventil hfa). On (B)(6) 2015, the patient had essure inserted. In january 2015, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/uterine"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 9 months 23 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), feeling abnormal ("felt miserable"), menstrual disorder ("period from hell"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dizziness ("dizziness"), depression ("depression"), adnexa uteri pain ("ovarian pain"), fallopian tube spasm ("fallopian tube spasms") and tenderness ("tenderness"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and left ovarian cystectomy on (B)(6) 2016). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, ovarian cyst, feeling abnormal, menstrual disorder, hypersensitivity, nausea, fatigue, dizziness, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, fallopian tube spasm and tenderness outcome was unknown and the headache, abdominal pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, tenderness and vaginal haemorrhage to be related to essure. The reporter commented: she felt miserable and had hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in april 2015: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, large ovarian cyst, abdominal pain, ovarian pain, fallopian tube spasms, tenderness were added. Pt of uterine perforation updated to fallopian tube perforation. New reporter, patient information, lab test and concomitant drug were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/slight perforation of right tube"), device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), genital haemorrhage ("abnormal bleeding/bleeding") and ovarian cyst ("large ovarian cyst") in a 36-year-old female patient who had essure (batch no. C03098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, unspecified, intestinal disaccharidase deficiencies and disaccharide malabsorption, vaginal delivery, neck pain and grand multiparity (she has had 5 children). On (B)(6)2015 patient underwent fluoroscopic hysterosalpingogram. Findings: there are essure coils in the fallopian tubes bilaterally. Concurrent conditions included muscle spasms. Concomitant products included salbutamol sulfate (proventil hfa). In (B)(6)2015, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/uterine"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 9 months 23 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), feeling abnormal ("felt miserable"), menstrual disorder ("period from hell"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dizziness ("dizziness"), depression ("depression"), adnexa uteri pain ("ovarian pain"), fallopian tube spasm ("fallopian tube spasms") and tenderness ("tenderness"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and left ovarian cystectomy on (B)(6)2016). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, ovarian cyst, feeling abnormal, menstrual disorder, hypersensitivity, nausea, fatigue, dizziness, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, fallopian tube spasm and tenderness outcome was unknown and the headache, abdominal pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, tenderness and vaginal haemorrhage to be related to essure. The reporter commented: she felt miserable and had hysterectomy. The essure was visible in the fallopian tube ostia with 3 rings noted. The essure was visible in the fallopian tube ostia with 4. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on(B)(6)2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: headaches. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 10-apr-2019: medical record received. Lot number was added. Reporter information was added. Concomitant and historical conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.